Event description:
Following successful deployment and positioning of the stent graft, withdrawal of the delivery catheter tore the pt's iliac artery. The required repair was performed through the delivery catheter's access site.